Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet after starting a new medication and experiencing recent weight loss and decreased food intake, with the device algorithm perceived as too aggressive; the user¿s lowest recorded glucose was 55 mg/dl, the low persisted up to about an hour, the ilet alerted for the low, and the event was corrected with 16 oz of apple juice without outside assistance or medical intervention. Symptoms included none reported. Outcomes included transient hypoglycemia without hospitalization. Investigation included troubleshooting and education with an advisory teletraining session arranged to adjust therapy approach. Investigation of this case revealed hypoglycemia with an unclear cause in the context of significant medication and lifestyle changes, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.